Event description:
It was reported that the patient's left inflatable penile prosthesis cylinder had fluid loss. The pump and cylinders were replaced with a new pump and 15 cm x 12 mm cylinders. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Product was explanted but not expected to be returned.  Should additional information be received or product be returned, a supplemental report will be filed upon completion of product analysis.